Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system, catalog # fg540000, s/n: (B)(4). Pentaray nav catheter, catalog # d128207, lot # unk. St. Jude medical sr0 8.5fr sheath, catalog and lot numbers unk. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, error 1006 (back patch sensor error) populated on the carto 3 system. Green sensor cable had no metal values. Green sensor cable was replaced and the issue resolved. Procedure continued and was completed. Approximately 30 minutes post-procedure, the patient became hypotensive and tachycardic. Pericardial effusion was detected via ultrasound. Pericardiocentesis yielded approximately 200 ml. Patient was reported to be in stable condition. Patient remained hospitalized overnight for observation. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include that the patient moved a few times during the procedure, causing the physician to interrupt ablation. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that although it is unknown at what point the injury actually occurred, it was likely during ablation. No transseptal puncture was performed. Sheath in use was a st. Jude medical 8.5 french sr0. Generator was set on power control mode at 30 watts. Power was not titrated. It was noted that it is unknown which ablation lesion was associated with the injury. Overall ablation time in the area of the injury was approximately 6 minutes. Each ablation lesion lasted 60 seconds or less. Irrigated catheter flow was set at 17 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.